Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the customer attempted to load multiple new cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections as alternate insulin therapy.